Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer had not yet loaded a cartridge at time of call; however, stated would contact tandem technical support if issues arose or persisted. Customer's blood glucose level was 200 mg/dl.